Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The investigation of the pod data found that it was deactivated at the end of second prime. The needle mechanism assembly showed no damages that would contribute to a late deployment. Though no issues were observed, it could not be determined when the needle mechanism deployed. Therefore, the cause of the reported needle mechanism failure event could not be determined. During fluid path testing, a dull needle was observed indicating an inadequate hard cannula. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact time and cause of the soft cannula damage could not be determined.

Event description:
A patient repots while wearing a pod for less than an hour the needle mechanism had failed to deploy at initial activation. Upon removal of the pod at the infusion site the needle mechanism had deployed late. As treatment, the patient applied a new pod. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.